Event description:
It was reported that the patient placed the ipg in MRI and was then unable to disable MRI mode. A manufacturer representative met with the patient and was able to successfully disable the patient¿s ipg from MRI mode using an orion exit tool (oet). Reportedly, therapy was restored.

Manufacturer narrative:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023.

Event description:
Additional information received indicates that therapy was restored and patient is able to connect to the ipg.